Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had previously complained of dizziness. When the patient was checked, the blood pressure had decreased and the heart rate was near 30bpm. Approximately six months later, the patient presented for a routine follow-up and the device was found to be operating in vvi 30. The physician indicated the device was normally programmed to ddd 50. Boston scientific technical services (ts) reviewed the available information and concluded the clinician likely temporarily programmed the device to vvi 30 in an attempt to get intrinsic measurements for the right ventricular and left ventricular chambers and forgot to program the device back to ddd. Ts confirmed the device has no resets, no abnormal faults and appears to be functioning properly. The physician was satisfied with the explanation ts provided. No changes were made to the device. No adverse patient effects were reported.